Event description:
It was reported that during an attempted implant, the device was exhibiting multiple signals on the ventricular channel. Troubleshooting was performed but the issue continued. The device was replaced. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of oversensing was not confirmed via reviewing of the device image. Visual inspection, mechanical, and electrical tests of the device were normal with no anomalies found.